Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at catheter junction on january 9, when preparing to re-retain the patient's IV needle, it was discovered that fluid was seeping out of the needle shank, so a new indwelling needle was replaced for the operation.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.